Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported after a laser created corneal flap an incomplete cut was noted during flap lift. Reporter indicated a crescent blade was used to manually complete the flap with no harm to the patient.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior to the date of treatment. The surgeon noted a ¿partial¿ suction loss that they believed contributed or caused the event. A loss of suction can occur based on multiple factors, including but not limited to: a system-related issue, patient movement, patient anatomy, or incorrect docking. There were no reported system-related messages associated with this event. Although there were no service performed for this specific event, a company representative visited the site for another related issue and found the system to be functioning within specifications. Based on the information obtained, the root cause of the reported event can be attributed to the reported suction loss. The cause of the suction loss, however, could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).